Event description:
Rptr indicated that the pt experienced extreme hoarseness since implant. The device was programmed on as it has not progressed, nor resolved. Further investigation revealed that this was the surgeon's first surgery. The pt was seen by an ent, but diagnosis has not been provided. The physician has decided against recommendations to temporarily discontinue therapy.